Event description:
This case was reported on (B)(4)-2011 by a physician (combined into one report) - local reference (B)(4). A ptc (product technical complaint) has been initiated for this report: global ptc# (B)(4) and local ptc (B)(4). This case involved a (B)(6) female (who is also a physician), treated with poly-l-lactic acid (sculptra) in (B)(6)-2010 (injection sites, indication, batch and lot number not indicated). During the (B)(6) of 2011, this pt experienced nodules. The physician described them as one that is visible when laughing palpable and the size of a chickpea in the cheek/lip area. There are also 20 small non-visible palpable nodules in other areas of the face. Massages were performed on the chickpea size nodule as corrective treatment. The event has lasted more than 30 days and is ongoing. The physician did not indicate if the adverse event led to permanent impairment of a body function or permanent damage to a body sculptures. It was noted that this pt was previously submitted to radiofrequency nos and one treatment took place after the onset of the event. This pt has no acute/chronic cutaneous diseases. No previous granulomatous disease. She has had no similar events after poly-l-lactic acid treatment or with other products. According to the physician the adverse event is related to poly-l-lactic acid and not to the radiofrequency. Significant/relevant medical history: none. Relevant concomitant medications: none. Action taken: not applicable. Corrective treatment: massage in the big nodule was performed. Outcome: not recovered. Results are pending for global ptc (B)(4).